Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the MRI l/p port w/brov 6.6f products that are cleared in the us. The pro code for the MRI l/p port w/brov 6.6f products is identified in d2. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo sample and two medical images were provided for review. The investigation is confirmed for disconnection, as the photo sample appears to show a catheter that is not connected to the port and the medical images appear to show a catheter from the inferior vane cava with its tip overlying the right heart without any visible port hub or any proximal catheter tubing. Although a definitive root cause could not be determined, flex fatigue, kinking, fibrin sheath formation, or loose connection could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: d5, h6 (method 1, results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post port device implant via the right internal jugular vein, the port device was allegedly unable to aspirate. Therefore, radiography was performed confirming that the catheter was disconnected from the port body. Reportedly, medical intervention was required to remove the port body and the catheter. The patient was reported as stable.

Manufacturer narrative:
Photo and medical images were provided for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiration date: 08/2021.

Event description:
It was reported that approximately three months post port device implant via the right internal jugular vein, the port device was allegedly unable to aspirate. Therefore, radiography was performed confirming that the catheter was disconnected from the port body. Reportedly, medical intervention was required to remove the port body and the catheter. The patient was reported as stable.